Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the hemorrhage could not be determined. The reported patient effect of hemorrhage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the bleeding requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing the mr to 1. Post procedure, after the steerable guide catheter (sgc) was removed, blood was observed in the endo tracheal tube. The patient was observed and suctioned for approximately 30 minutes then transferred to the ICU. Upon arrival to the ICU the patient was no longer producing blood in the endo tracheal tube and remained stable. The cause of the bleed could not be determined. On (B)(6) 2019, the patient was extubated and continues to do well. No additional information was provided.